Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a peritoneal dialysis (pd) patient who experienced an increased intraperitoneal volume (iipv) event coincident with pd therapy. A patient¿s contact reported that there was an air detected in cassette warning during drain 1. Patient stopped treatment. The overfill event was indicated due to drain 1 being 15,339 ml, which is 770% of the 2000 ml fill volume. In a follow up, the patient's pdrn verified the event and said the patient did not have any harm, intervention or adverse event due to the overfill event. The patient was able to dialyze in the clinic in the absence of a cycler. The patient got a new cycler, and it is working well with no further issues. The cycler is available to return for investigation.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: the actual device was returned to the manufacturer for physical. A visual inspection of the returned cycler exterior showed no signs of physical damage.there were visual indications of dried fluid within the cassette compartment on the pump.there were visual indications of particulates within the assette area.there were no burrs or sharp edges in cassette area that may have punctured a cassette membrane vacuum check ¿ failed. Measured (vacuum < 160 mbar): 408 mbar.failure traced to: clogged hp3 filter.replaced hp3 filter.valve actuation test ¿ passed.system air leak test ¿ passed.a (as-received with reduced dwell) simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler.an internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. There were visual indications of dried fluid on the bottom cover behind the front panel assembly. There were visual indications of dried fluid on the bottom cover underneath the pump assembly.the cause of the observed dried fluid could not be determined.there were no discrepancies encountered with the mushroom heads.the device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
This is a report of a peritoneal dialysis (pd) patient who experienced an increased intraperitoneal volume (iipv) event coincident with pd therapy. A patient¿s contact reported that there was an air detected in cassette warning during drain 1. Patient stopped treatment. The overfill event was indicated due to drain 1 being 15,339 ml, which is 770% of the 2000 ml fill volume. In a follow up, the patient's pdrn verified the event and said the patient did not have any harm, intervention or adverse event due to the overfill event. The patient was able to dialyze in the clinic in the absence of a cycler. The patient got a new cycler, and it is working well with no further issues. The cycler is available to return for investigation.